Event description:
The customer reported being hospitalized for low blood glucose twice in two months. The blood glucose reading at time of the call was 170 mg/dl. The customer stated that she woke up with an empty reservoir and the insulin pump was alarming. Customer stated that he treated his low blood glucose and still went up to 219 mg/dl. Troubleshooting was performed. The programming on the device was correct. Performed a displacement and self-test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.